Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-18. H6: investigation summary: fourteen sealed 32g x 4mm pen needle samples were returned from lot. No. 0133283, cat. No. 320136. Functionality testing was carried out on all fourteen samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp was difficult to operated during use. The following was reported by the initial reporter: "the pharmacy received a report about being unable to attach properly from the patient who switched the product from 31g5 mm to 32g4 mm. According to the patient¿s report, he/she usually injects insulin at an 18 unit and the pen needle is detached easily from the pen due to pressure on injection. The patient would like to know whether this issue is caused by excess pressure during injection or the needle that became shorter after product change. This issue of being easily detached occurs in several products per polybag. Not the actual sample but unused product from the same lot will be returned by the customer."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32ga 4mm 14bag 700case jp was difficult to operated during use. The following was reported by the initial reporter: "the pharmacy received a report about being unable to attach properly from the patient who switched the product from 31g5 mm to 32g4 mm. According to the patient¿s report, he/she usually injects insulin at an 18 unit and the pen needle is detached easily from the pen due to pressure on injection. The patient would like to know whether this issue is caused by excess pressure during injection or the needle that became shorter after product change. This issue of being easily detached occurs in several products per polybag. Not the actual sample but unused product from the same lot will be returned by the customer."